Manufacturer narrative:
Revised suspect (mz1000-07) and concomitants (add mz9270, remove mz1000-07;additional information added to: d1, d2, d4, d11, g5, h4, b5. The customer's report of a leak was confirmed based on functional testing and visual inspection. The samples were visually inspected for holes/tears in the tubing or damages to the components. There was a fluid leak from the observed crack along the maxzero connector's female access and not from the set model mz9270. The crack was along the top of the maxzero connector, extending along the collar threads in the direction of fluid flow. No other damage was observed on the components of the received samples. Functional testing was performed on the extension set by pushing fluid through each of its maxzero connectors. No leak was observed. Further pressure testing of the set up to 30psi while submerged underwater observed no leak. The device history record for model mz1000-07 lot 19096761 shows the component was manufactured on 24sep2019 with a total of (B)(4) units. There were no quality notifications issued during the production build of this component. The root cause of the observed damage was not identified.

Event description:
It was reported that trifuse bd maxzero mz9270 leaking in the nicu. The nurse stated that the leaking was noticed at the needleless connector. It resulted in subsequent labs but there was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics were not provided. Estimated date of (B)(6) 2020 will be used.

Event description:
It was reported that trifuse bd maxzero mz9270 leaking in the nicu. The nurse stated that the leaking was noticed at the clave. It resulted in subsequent labs but there was no patient harm.